Event description:
Pt reported cellulitis around the injection site after almost every fill. Recent follow-up info from the pt noted the device was removed due to an erosion. The pt does not give allergan permission to follow up with the physician.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 10/21/2009. The product associated with this report will not be returned for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."